Event description:
Loss of osseointegration, implant wasn't completely covered with bone, no thread tap used, xerostomia, smoker, periodontal disease, inadequate bone quality/quantity, pain, mobility. The patient's bone quality is extremely poor.